Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Concomitant medical products: 00223200201, greater trochanteric reattachment device long 121.4 mm x 22.1 mm with 2 distal cables (1.8 mm dia.), 58407400; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63906800; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 61555000; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63109100; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63109100; 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63109100; 00672808900 ,acetabular liner elevated rim 28 mm i.d. O.d. Size j 57333100; 00801802802, femoral head sterile product do not resterilize 12/14 taper, 17259100; 00784301608, revision femoral stem, 63022700. Reported event was confirmed by review of provided op notes. Review of the op notes indicated the patient had presented a reduced luxation with implant debris, decoupling of the polyethylene and severe wear of the cup with metal-on-metal. During procedure metallosis, plastic debris as well as the central depression of the cup noted along with sever osteolysis of the femur. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08506, 0001822565-2017-08505.

Event description:
Was reported that the patient was revised approximately nine years post-implantation due to loosening of the prosthesis with severe metallosis and implant debris. Mal-union of the trochanter was also noted.